Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (humming sound, not powering on properly) was confirmed. Upon investigation the monitor was unable to power on. The cause for the failure was isolated to regulator u1 on the computer/analog pca. The u1 regulator was shorted, which caused capacitor c19 to overcharge and leak on the defibrillator pca. The root cause for the shorted u1 regulator could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor was making a humming sound and wasn't powering on properly.